Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device was implanted with no issue. The next day a routine follow up took place and it was noted that the pacing impedance measurements on the right ventricular lead were out of range. The next day the device was disconnected and the lead was verified with a competitor pacing system analyzer (psa) which showed normal impedance values. After reconnecting the lead to this device loss of capture was noted. A new device was implanted with the same lead. It was noted that the pacing impedances were not verified upon connection the new device to the existing lead. No adverse patient effects were reported, and patient was not pacemaker dependent.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--